Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one anti-tachycardia pacing (atp) and seven shocks. Patient experienced a storm of ventricular tachycardia (vt) episodes. Technical services (ts) was consulted and could not determine if it was an actual right ventricular (rv) event. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one anti-tachycardia pacing (atp) and seven shocks. Patient experienced a storm of ventricular tachycardia (vt) episodes. Technical services (ts) was consulted and could not determine if it was an actual right ventricular (rv) event. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the episode was determined to be appropriate as it was a true right ventricular (rv) lead sensed event. The device remains in service. No adverse patient effects were reported.